Manufacturer narrative:
H4: device was manufactured from october 3, 2022 to october 4, 2022. H10: three devices were received for evaluation each with fluid in their bladder. Visual inspection noted 2 to 3 ml of fluid in the housing which suggested that a small leak may have occurred. Leak test revealed a slow leak of 2 to 3 ml of fluid observed to be coming out at one side of the bladder crimp. The reported condition was verified. The cause of the bladder crimp leak was related to manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume folfusors leaked unspecified fluids from the bladder. This was discovered during storage, after filling the devices. There was no patient involvement. No additional information is available.